Manufacturer narrative:
(B)(4): (dissection).

Event description:
Additional information received reported that there were four (4) endeavor sprint drug eluting stent implanted in the rca instead of three (3) as previously reported. Event date also reported.

Event description:
There were three endeavor sprint rapid exchange (rx) drug eluting stents implanted during the index procedure; one in the mid rca and two in the distal rca. It is reported that the pt had a coronary artery dissection during index procedure as a result of the initial stenting to treat coronary artery disease. This dissection was treated with an add'l stent. It is reported that the pt recovered with treatment. Investigator has indicated that the event was probably related to the study device and definitely related to the study procedure. Reference MFR report numbers 9612164-2011-00177 and 9612164-2011-00178.